Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088545. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿breast implants made me ill, rashes, back/spine pain, inflammation, nausea. Breast pain, heart palpitations, hormone issues. Heavy menstrual¿ this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency ¿rashes, back/spine pain, inflammation, breast pain". Patient additionally reported "nausea, heart palpitations, hormone issues. Heavy menstrual and made me ill, ¿; these events are not device related. Device was explanted. This record is for the left side.